Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was in the emergency room to be seen because his device is not working. Upon interrogation by the patient's neurologist and representative, they kept seeing error code 254 and the message said "the generator is not supplying stimulation". She stated that about 3 weeks ago the patient was inhibiting stimulation for about a day or two by taping the magnet to his chest and only taking it off to shower. He did this because he was sick at the time and did not want to feel the stimulation. The patient reported that about three days later when trying to swipe the magnet he didn't feel anything and did not feel normal stimulation either. He stated that he's had increased seizures since then and went into the emergency room to get the device checked. After they interrogated and saw the error message, they programmed the settings off. They tried interrogating the patient with a second programmer but they got the same result. She said that prior, the diagnostics of output status low current not being delivered, lead impedance within normal limits and battery was normal. None of these steps worked so they tired additional communication troubleshooting with the wand and tablet reset but still nothing. They then preformed multiple magnet swipes in succession for 30 seconds and then to interrogate the generator. She still could not get passes the error code to reattempt programming/diagnostics. Lastly, they did a generator reset as all other steps had been exhausted. Once performed, error code 4 showed up, which was expected as the reset was intentional. Once reset, they interrogated and ran diagnostics and re-enabled therapy. When doing so, low impedance was seen but she was able to program the settings. She programmed the output incrementally up to high output to see if the patient could feel the stimulation but he felt nothing.she said that they performed x-rays/CT scans earlier that day. Patient later had exploratory surgery and low impedance was being observed. Test resistor was used on generator and low impedance was still observed, pointing to a generator issue. They indicated that they were going to use a new generator and that the patient's old device would be replaced and sent back for product analysis. The suspect product was received into product analysis and has not been completed to date. It was later reported that this patient was using a phillips CPAP machine that was recalled due to the presence of strong magnets and was unsure if this could have interacted with his previous vns device. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date.

Event description:
Product analysis (pa) for suspect generator was completed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. The event will still be concluded to be a reed switch failure as no device issues were found during pa, and it is known that reed switch failures are not always duplicated in pa becomes sometimes the reed switch reopens while being returned. No further relevant information has been received to date.